Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by a consumer that in (B)(6) 2012 following months of use with a lens care solution, he experienced an "adverse event." The consumer stated that all but one layer of the cornea had been burned off referring to it as "burned his cornea." He sought medical care, but the consumer did not provide specific information regarding his treatment or any medication. The consumer stated that he did not wear his lenses for 3-4 weeks after the incident, but gradually built up his wearing time. He has resumed lens wear full time with no issues with rigid gas permeable lenses. He has a follow up examination scheduled for (B)(6) 2013 regarding this specific incident. The consumer declined to provide his contact information. Neither consumer information nor eye care professional information was provided. Follow-up is not possible.